Manufacturer narrative:
Date of event: exact date unknown, event occurred between 2017 and 2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Initial reporter facility name: (B)(6) institute and university. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf patient code e2401 captures the reportable event of patient adverse events. Imdrf impact code f23 captures the reportable event of additional interventions performed to address the complications. Imdrf impact code f2202 captures the reportable event of endoscopy procedure performed to address the complications.

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "long-term patency and need-for-reinterventions of eus-guided choledochoduodenostomy with electrocautery-enhanced lumen apposing metal stents: a single-centre prospective evaluation". According to the literature, an axios stent and electrocautery enhanced delivery system was implanted for biliary drainage with distal malignant biliary obstruction during an endoscopic ultrasound (eus)- guided choledocho-duodenostomy (eus-cd) with axios stent placement procedure performed on an unknown date. It was reported that the stent migrated, and stent obstruction was noted. The patient also experienced adverse events. Stone extraction, axios stent exchange and endoscopic retrograde cholangiopancreatography (ercp) and endoscopic ultrasound (eus) - hepaticogastrostomy procedures were performed to address the complications.